Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was in the mildly calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon was advanced for dilatation. However, balloon bursted before it was inflated to the rated burst pressure. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR.: ranger balloon was visually examined and was not folded, which indicates that the device was subjected to positive pressure. The device was attached to an inflation unit and positive pressure was applied to which the balloon inflated to its rate of burst pressure for 30 seconds using a non-boston scientific deionizes water and digital timer without issue. A vacuum was then applied. Inflation device was verified at 14 atmospheres, before and after using a non-bsc calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material, the markerbands, tip or shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was in the mildly calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon was advanced for dilatation. However, balloon bursted before it was inflated to the rated burst pressure. The procedure was completed with another of the same device. No complications reported and the patient is stable. It was further reported that the lesion was non-tortuous, and no inflations were done before the device was inflated to the rated balloon pressure. The general geometry of the target vessel was straight. A loading tool was used when advancing the device through the sheath. No interventions took place prior to balloon use.